Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the device. The device also had a scratched lcd window, cracked case display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained he was at the beach; the insulin pump was disconnected but the weather was warm and humid. Blood glucose value was 153 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.